Event description:
It was reported the patient had a stroke days after implant of the implantable pulse generator (ipg) system. Additional information obtained from the clinic reported that device site erythema was noted five weeks post implant with local tenderness and possible fever and chills. The patient was started on oral antibiotics however the patient continued to have increasing fatigue, chills, fever, expressive aphasia, and memory difficulties which prompted a hospital admission. The patient was placed on intravenous antibiotics and blood cultures were positive for methicillin sensitive staphylococcus aureus. A transesophageal echocardiogram and scan of head were negative. Leukocytosis and fevers improved with treatment through blood cultures remained positive. Subsequent scans reveals intracranial hemorrhagic foci due to endocarditis septic emboli, anticoagulation was reversed and the ipg system was explanted. Post explant course was complicated by a deep venous thrombosis, vegetations on the pulmonic valve and aortic valve. The ipg system was later replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Further review prompted a change in the device analysis results.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned to the manufacturer, analyzed and no anomalies were found. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Concomitant products: 501da24 mechanical heart valve, implanted: (B)(6) 2001. (B)(4).